Event description:
Customer received blood glucose readings in the 500's mg/dl - hi. Based on reading, doctor advised customer to dose 12 extra insulin units. Blood glucose reading still would not go down. Customer's blood glucose reading at hospital = 45mg/dl. Customer was given food and orange juice and admitted for overnight stay. No controls were in use. Glucose strips were expired. A request was made for the return of the suspect device and replacement product was sent.